Event description:
In 2009, the patient reported that since beginning use of the infusion device "my sugars have been out of whack." She stated that this morning was the 3rd morning she woke up with elevated blood glucose and she feels sick like she has the flu. She stated that yesterday morning her blood glucose measured 20 mmol/l (360 mg/dl) and she ate and bolused 10-12 units of insulin to decrease her blood glucose. She woke up in the middle of the night last night and her blood glucose measured 9 mmol/l (162 mg/dl) and she bolused 1 unit of insulin and went back to bed. When she woke up this morning, her blood glucose measured 18 mmol/l (324 mg/dl) and she bolused 4 units of insulin. Twenty minutes later her blood glucose measured 17.4 mmol/l (313 mg/dl). She believed that she programmed the basal rates in the infusion device but noticed 0.0 u/h was displayed. She was educated on the proper procedure for programming the basal rates and she declined further assistance. Upon follow up five days later, the patient stated that she programmed the basal rates into the infusion device and her blood glucose returned to normal within a few hours.

Manufacturer narrative:
No product will be returned for evaluation.